Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch :null. Device history review :null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a primary cr attune knee. Plan was for a press fit rp/cr tibia and femur. Intra-operatively, the surgeon decided to cement the tibial component. The sales rep realized there were no cemented rp attune tibial trays available and informed the surgeon. He said fixed bearing was okay and a fb tray was cemented into place. Surgeon stated the knee was nicely balanced and the patella tracked well. The following day, the surgeon noted the patient walked with the operative foot slightly externally rotated and informed her it may have been because of the severity of her pre-op valgus deformity or because the tibial tray may have not been properly rotated due to the fact that he originally planned on an rp tray. Doe: (B)(6) 2020; unk affected side.